Manufacturer narrative:
No issues were observed. The customer complaint of a low run time with the lithium ion battery (while in an autopulse platform) was not confirmed. The issue could not be duplicated during testing. Therefore, the root cause of the customer's complaint could not be determined. The battery is a reusable device and was manufactured 2016. The returned autopulse lithium ion battery was received with no physical damages and displayed four green leds. A review of the battery's retrieved archive data revealed the battery was last charged successfully on july 17, 2017 and was last inserted into a platform on the same day with no errors recorded. During functional testing, the customer's returned multi chemistry charger (sn: (B)(4)) and autopulse platform (sn: (B)(4)) were used to test the battery. The battery charged successfully and displayed four green leds. Using a large resuscitation test fixture on the returned platform, the platform provided compressions for approximately 28 to 38 minutes without issues or errors. Historical complaints were reviewed for information related to the reported complaint and there was no previous history of complaint reported for autopulse battery with serial number (B)(4).

Event description:
It was reported that the li-ion battery (sn: (B)(4)) was indicating all green leds when installed into the multi-chemistry charger (mcc); however, when this battery was inserted into the platform, the platform powered off after 10 minutes of performing compression on a patient while in route to the hospital. No known patient consequences were reported. The customer reported a low run time was experienced with multiple autopulse lithium ion batteries; however, it is not known which of the eight (8) batteries was used at the time of the event. This is 8 of 8 batteries. MFR 3010617000-2017-00636 = (B)(4). MFR 3010617000-2017-00620 = (B)(4). MFR 3010617000-2017-00638 = (B)(4). MFR 3010617000-2017-00637 = (B)(4). MFR 3010617000-2017-00621 = (B)(4). MFR 3010617000-2017-00639 = (B)(4). MFR 3010617000-2017-00633 = (B)(4).